Manufacturer narrative:
The unit passed all functional testing. The unit had a severely scratched display window and a broken reservoir tube lip. (B)(4).

Event description:
The customer's mother called in to report that the insulin pump was stolen. The customer's blood glucose level was unknown. The caller was informed they would receive a continuation of therapy device. The stolen insulin pump was returned to medtronic on 08/13/2015. Nothing further to report.